Event description:
A report was received that the patient had difficulty charging ipg due to pocket depth. The patient underwent a revision procedure wherein the pocket was relocated closer to the skin. The patient was doing well post operatively.